Event description:
It was reported bd ultra-fine¿ 1/2ml insulin syringe had a damaged needle. The following information was provided by the initial reporter: "the customer complains that the needle was found to be deformed before use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-mar-2022. H6: investigation summary: customer returned (1) 1/2cc, 12.7mm, 29g syringe in an open poly bag from lot # 1006651. Customer states that the needle was found to be deformed before use. The returned syringe was examined and exhibited a deformed barrel near the flange of the syringe. A review of the device history record was completed for batch# 1006651. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure product is damaged. A definitive root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported bd ultra-fine¿ 1/2ml insulin syringe had a damaged needle. The following information was provided by the initial reporter: "the customer complains that the needle was found to be deformed before use."